Event description:
It was reported that during generator change out, externalized conductors were observed via fluoroscopy. High capture threshold was also noted. Patient is non-dependent. The defib portion of the lead was programmed off and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.